Manufacturer narrative:
Device used for treatment and not diagnosis. After file review the type of event changed from product problem to serious event.

Event description:
There was significant delay in surgery.

Manufacturer narrative:
Device is used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the account opened an octagonal coupling dhs lag screw in error when a standard coupling dhs lag screw was required. The nursing staff and surgeon noted that the image of the lag screw on the box was that of the standard coupling lag screw showing the teethed recess coupling option. This image should show the correct image of the device actually inside the product box. Currently the product box only contains the letters oct to identify the difference in lag screw coupling. The surgeon was able to use another standard coupling lag screw for insertion. Reportedly the patients proximal femur was reamed when this issue was identified.